Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual and x-ray inspections of the partial lead found the helix was stretched consistent with procedural damage. Unable to test the helix mechanism due to the damaged helix as received. The cause of the reported event was due to the damaged helix consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead helix was failing to extend. The lead was not used. The physician continued with a second lead and completed the procedure. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.